Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was missing a pin, the bearings were worn out and loose which created a situation where the cutter could not be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. It was also observed that the device failed the following pre-tests: cutter insertion and lock operation assessment. Therefore, the reported condition was confirmed; however, since the investigation is still on-going, the assignable a root cause could not be determined at this time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection, it was observed that the attachment device locking sleeve came out. The event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was missing the pin. The device also failed the following pre-tests: cutter insertion and lock operation assessment. It was also observed that the cutter could not be inserted into the attachment device due to medical debris and corrosion on the attachment¿s bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. The assignable root cause for the spiral pins that had come out or were missing were caused by due to improper assembly. A CAPA has been initiated to address the missing pin. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.